Event description:
The patient underwent a vaginal wall repair in 2000. The patient experienced persistent vaginal discharge, which was not relieved by antibiotic therapy. It is reported that additional surgical procedures were performed to identify the cause of the discharge, without success. In 2002, surgery was performed, and an undissolved absorbable suture was found extruding from the vaginal wall, resulting in inflammation and infection, causing discharge.